Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed because the receiver vibrated continuously. The receiver log could not be downloaded and reviewed due to continuous vibration. Functional testing could not be performed due to continuous vibration. The receiver was opened and an internal visual inspection was performed and passed. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.